Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that some impedance combinations were greater than 10,000 ohms and some were greater than 40,000 ohms. It was noted that the patient and/or hcp to do further troubleshooting; impedances were tested again, and some impedance results were within range and some greater than 40,000 ohms. General troubleshooting steps were reviewed but the patient was already on viable contacts and getting adequate therapy. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the high impedances was not determined. The rep was told by tech services that as long as the patient was getting good coverage, we could leave the device as is. Consulted with physician regarding possible x-ray but physician also agreed if everything was working fine for patient, we would leave it as is. No further action was taken. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.